Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and several shocks for what appears to be atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was consulted, and programming enhancements were discussed. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and several shocks for what appears to be atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was consulted, and programming enhancements were discussed. No additional adverse patient effects were reported. This device remains in service. Additional information was received indicating that the patient received 5 inappropriate shocks for an atrial driven rhythm. The patient reported receiving an ablation procedure for the atrial arrhythmias. No additional adverse patient effects were reported. This device remains in service.